Manufacturer narrative:
The customer reported that a patient on a transmitter was transferred from the transmitter to a bsm-6000. Once the patient was transferred to the bsm, the customer was not able to see the pacing spike on the waveforms on the central nurse's station (cns). The patient was then transferred to another bsm-6000, but the issue persisted. The clinical specialist advised the customer on the importance of skin prep and lead placement. The specialist also asked the customer if the bmss had been updated with the latest software 08-16. Software updates are needed for optimal performance. The unit was tested on a simulator and pacing spikes were visible on the bsm. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that a patient on a transmitter was transferred from the transmitter to a bsm-6000. Once the patient was transferred to the bsm, the customer was not able to see the pacing spike on the waveforms on the central nurse's station (cns). There was no patient injury reported.